Event description:
It was reported that the pump battery was intermittently charging slowly using tandem charging supplies. There was no adverse impact to the customer's blood glucose level. The customer changed to a secondary wall power adapter to charge pump.